Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2009. It was reported that the pt's stimulation was stopping instantly and then restarting with the scs ipg ramping up. The pt noted that this behavior sometimes occurred when the pt's body position changed and when she was still. An x-ray revealed that the leads had moved and only the lower electrodes of each lead could be used. The physician recommended not to revise the lead at this point. The pt also noted that she electrocuted herself while using a hand drill in a puddle of water. The pt often bend over for gardening as well and uses magnet that was not provided by the manufacturer to control her scs. The pt has declined reprogramming at this time. The device is still in use. No further information is available at this time.